Manufacturer narrative:
During a CT injection setup, the syringe popped out of the CT injector. No patient or user/operator injury. However there may be the potential of injury, if the issue was to reoccur. Investigation is ongoing. Company comments: this is a device malfunction with the use of fastload cta dual syringe pack with spikes. During a CT injection, the syringe popped out of the CT injector. There was no patient or user/operator injury. However there may be the potential of injury, if the issue was to reoccur. A quality investigation of the device is ongoing.

Event description:
On (B)(6) 2017, a healthcare professional reported to bracco injeneering (binj) a device malfunction with the use of fastload cta dual syringe pack . The report was forwarded to bracco drug safety on (B)(6) 2017. On (B)(6) 2017, during a CT injection set up, the syringe popped out of the CT injector. No patient or user/operator injury. However there may be the potential of injury, if the issue was to reoccur. A quality investigation is ongoing. Additional information is required.

Manufacturer narrative:
During a CT injection setup, the syringe popped out of the CT injector. No patient or user/operator injury. However there may be the potential of injury, if the issue was to reoccur. Investigation is ongoing. On july 26, 2017, the device (incriminated sample) was received in bracco injeneering, but there was no syringe in the package, just the y-line (tubing) with the saline connector broken off. Customer support eventually confirmed on august 31st, 2017 that it was not the syringe that broke but the saline connector of the y-line that was broken off (this is a feature of the y-line). By checking the received sample (y-line) it was possible to conclude that most likely the nurse during the set up of the injector or after injection might have hit the connector or overtightened it. This report is considered as the final investigation report. Company comment: this is a device malfunction with the use of fastload cta dual syringe pack with spikes. During a CT injection, the syringe popped out of the CT injector. There was no patient or user/operator injury. However there may be the potential of injury, if the issue was to reoccur. Quality investigation confirmed that it was not the syringe that broke but the saline connector of the y-line which could be user related during set-up of the system.

Event description:
On (B)(6) 2017, a healthcare professional reported to bracco injeneering (binj) a device malfunction with the use of fastload cta dual syringe pack . The report was forwarded to bracco drug safety on 13-jul-2017. On (B)(6) 2017, during a CT injection set up, the syringe popped out of the CT injector. No patient or user/operator injury. However there may be the potential of injury, if the issue was to reoccur. A quality investigation is ongoing. Additional information is required. 31-aug-2017: the results of the quality investigation was received by binj. On 31-aug-2017, it was confirmed that it was not the syringe that broke but the saline connector of the y-line that was broken off. By checking the received sample (y-line) it was possible to conclude that most likely the nurse, during the set up of the injector or after injection, might have hit the connector or overtighted it. This report is considered as the final investigation report. This case is medically closed.